Event description:
It is reported that a nurse emailed regarding a customer being hospitalized twice within a week for high blood glucose. The glucose levels were not recorded in the email. The health care providers can not figure out what causes such high blood glucose. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.